Event description:
Further it was reported that patient initially underwent surgery for periprothetic femurshaft fracture on the right with plate ostesynthesis and cablecerclagen (va-lcp condylenplatte 4.5/5 and kabelcerclagen fa synthese) on (B)(6) 2018. Reallocation was done on (B)(6) 2018 because of pain and clicking in the femoral on the right. On (B)(6) 2018, patient underwent osme and re-osteosynthesis surgery due to a broken variable angle-locking compression plate (lcp) condylar plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information received device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 02.124.416s, lot: l532457, manufacturing site: mezzovicco, release to warehouse date: 31 aug 2017, expiry date: 01 aug 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Investigation summary a broken va-lcp condylar plate was returned for investigation. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. The review of the device history record revealed that this va-lcp condylar plate was manufactured in august 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The applicable risk management document was reviewed and found to adequately address this complaint condition. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient ID (B)(6). Exact date is unknown. Additional device code used hrs and hwc. Reporter is synthes sales representative. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent removal surgery due to a broken "vriable" angle-locking compression plate (lcp) condylar plate. Patient initially underwent implant surgery approximately three to four weeks prior to removal surgery. During the removal surgery, one (1) lcp condylar plate, nine (9) locking screws and four (4) cerclage cables were removed. Procedure was completed successfully. It is unknown if there was a surgical delay. Patient outcome was not provided. Concomitant devices: locking screw self-tapping 18mm (part 222.402s, lot l508376, quantity 1). Locking screw self-tapping 12mm (part 02.221.462s, lot 7711120, quantity 1). Locking screw self-tapping 36mm (part 213.336, lot l577445, quantity 1). Locking screw self-tapping 42mm (part 213.342, lot l578935, quantity 1). Locking screw self-tapping 46mm (part 213.346, lot l591645, quantity 1). Locking screw self-tapping 70mm (part 213.370, lot 9754860, quantity 1). Locking screw self-tapping 70mm (part 213.370, lot l610310, quantity 1). Locking screw self-tapping 75mm (part 213.375, lot l568808, quantity 1). Locking screw self-tapping 80mm (part 213.380, lot 9702145, quantity 1). Cerclage cable with crimp 1.7mm (part 298.801.01, lot unknown, quantity 4). This report is for one (1) va-lcp condylar plate. This is report 1 of 1 for (B)(4).